Event description:
It was reported that the patient presented with a pacemaker that went into backup mode. No intervention was performed. Patient status was not known.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events of device in backup-mode and incorrect measurement could not be confirmed. The pacer was received in normal working conditions with battery voltage at end of life (eol). Electrical and mechanical analysis performed, indicated normal device functionality. Backup could not be confirmed due to code being reloaded in the field and no device image or session records provided. The implant duration exceeds the projected longevity based on field settings indicating normal battery depletion.

Event description:
It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. Upon review, it was discovered that the pacemaker went into back up operation. Programming changes were performed and the patient was advised to return a month later. The patient returned for the follow-up and it was discovered that the pacemaker was at end of service and changed its hard programmed "implant date" to say the date that the last reset was. The device was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Event description:
New information noted that the device was explanted and replaced on (B)(6) 2024. The patient was in stable condition.